Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as hand hygiene not maintained. One day prior to being diagnosed with the peritonitis, the patient began treatment with tobramycin, 1 gram, as an empirical treatment for the peritonitis. The patient was not hospitalized for the event. On an unreported date in the same month as diagnosis, the patient began treatment for the peritonitis with injection fortum, 1 gram, and injection vancomycin, 1 gram (routes and frequencies were not reported). The outcome of the peritonitis event was unknown. No further detail was provided regarding whether dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.